Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report an emergency room visit due to high blood glucose levels. The customer reported receiving no delivery alarms. The customer's blood glucose level at the time of admission was 422 mg/dl, but was 319 mg/dl at the time of call. The customer's symptom included feeling tired. It was unknown how the customer was treated. The customer was wearing the insulin pump at the time of admission, but took it off after one hour due to the no delivery. The cause per the healthcare provider was hyperglycemia. The customer also reported a dent and air bubbles in the tubing. The customer could not remove the air bubbles. The customer stated they would contact their doctor. Nothing was replaced or returned.